Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, on stapler removal, three reloads cannot be articulated back to its original position after articulation so the stapler was not able to remove directly from the trocar. To resolve the issue, took the stapler out with the trocar. There was no patient injury.